Manufacturer narrative:
Investigation is in progress. Supplemental MDR will be submitted once investigation is completed.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The first patient sample initially generated a positive result for sars-cov-2 and influenza a. The same sample was retested on a different cobas® liat® system and generated a positive result for sars-cov-2 and a negative result for influenza a and influenza b. For the second patient sample, the initial test generated a positive result for sars-cov-2 and influenza a. The same sample was retested on a different cobas® liat® system which yielded a negative result for all targets. The repeat results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Investigation was performed to evaluate the customer issue which did not identify a product problem. For the runs mentioned, robust amplification can be observed for the detected results. During the analysis of the data, no signs of instrument-related issues were identified. Due to the customer not changing gloves in between specimens or decontaminating the work area prior to starting a new run, it is possible that the discrepancy generated was due to contamination from previous positive samples. Device code updated to non reproducible results from false positive result.